Manufacturer narrative:
Lot 17f015 was manufactured june 7, 2017 - june 8, 2017. The device was returned containing approximately 60 ml of fluid in the bladder. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted two fragments of translucent particles located inside the tubing. The first particle was measured to be 7.69mm in length and 0.97mm wide. The second particle was measured to be 3.94mm in length and 1.19mm wide. The particles were loose, but they were not moving inside the tubing because the particle¿s size was too big to move. The particle sample was analyzed using attenuated total reflectance fourier transform infrared spectroscopy (atr-ftir) and it was determined the particle was consistent with polyvinyl chloride (pvc) material. Pvc is the material the device tubing is made from. The cause of the pvc in the tubing could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was found inside the tubing of a large volume infusor. This event occurred while filling the device with an unspecified solution. The reporter stated the particulate matter was 1cm in length, and a white transparent color. There was no patient involvement. No additional information is available.